Manufacturer narrative:
Concomitant product: product ID 309328, lot # 0208683519, implanted: (B)(6) 2014, product type lead.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported a loss of efficacy and return of incontinence every 2 days since (B)(6) 2014. No diagnostics/troubleshooting performed other than reprogramming which did not resolve the issue. The patient was alive without injury. Medical history included fecal incontinence due to obstetrical trauma since 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.